Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid resection, the surgeon had to use force to remove the device. There was no pt consequence.